Event description:
It was reported that the ablation catheter exhibited higher than expected temperature and very low irrigation flow. During a radio frequency (rf) ablation procedure to treat arrythmias a blazer open-irrigated catheter was selected for use. As soon as rf delivery was started the temperature would increase above 60 degrees celsius, and the irrigation flow was very low. More tests were performed, but the issue was not resolved. The catheter was exchanged for another of the same model. The procedure was completed with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the ablation catheter exhibited higher than expected temperature and very low irrigation flow. During a radio frequency (rf) ablation procedure to treat arrythmias a blazer open-irrigated catheter was selected for use. As soon as rf delivery was started the temperature would increase above 60 degrees celsius, and the irrigation flow was very low. More tests were performed, but the issue was not resolved. The catheter was exchanged for another of the same model. The procedure was completed with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The blazer open-irrigated catheter was returned to boston scientific for analysis. The returned blazer open-irrigated catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore, since no issues were found on the returned device and there was not enough evidence to confirm the event, it was determined that the most probable cause cannot be confirmed due to the lack of information.